Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, there was poor staple formation. The device fired half-way and the staple line was incomplete. Another stapler from another manufacturer was used to continue the staple line and the initial stapler was used afterwards to complete the case. There was no patient injury.